Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at the tip at 49,485 joules. Also, it was reported that all fiber pieces were retrieved. No patient injury was reported.